Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while transecting the stomach on the third firing, the stapler did not fire completely to the distal end. No patient injury.